Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Approximately two months after the initial symptom onset, the patient continued to experience abdominal pain. Pd therapy was discontinued. The patient was permanently transferred to hemodialysis 67 days after the event onset. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Approximately two months after the initial symptom onset, the patient continued to experience abdominal pain. Pd therapy was discontinued. The patient was permanently transferred to hemodialysis 67 days after the event onset. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.